Event description:
A malfunction was reported on the pump, identified by the caller as malfunction code 6. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Attempts to follow up with the customer were unsuccessful as the call was disconnected and messages could not be left.